Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided. Initial reporter - ni.

Event description:
Patient underwent a right shoulder revision approximately three months post-op due to unknown reasons.